Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level. To address the issue, the customer changed the cartridge, which resolved the problem, allowing them to successfully resume insulin use.